Manufacturer narrative:
The customer removed the machine due to an uf errr alarm, and the phoenix would not complete a rinse cycle. The gts rep found a line coming from the uf pump was plugged. He also found the pd transducer had failed. The gts rep cleaned the occlusion from the phoenix, replaced and calibrated the pd transducer, and tested for proper operation.

Event description:
Patient was dialyzed on a phoenix machine that had been pulled by the charge nurse for cultures and a mechanical problem. Once the mechanical problem was fixed, the gts rep released the machine back on the floor. The patient was dialyzed on a phoenix that had both gram-negative rods and mold growing. (Did not receive lab results back). The patient became symptomatic and the patient was sent to the ER. Patient was released from the ER. The patient had dialysis again on a phoenix machine that was still contaminated with gram-negative rods and slowing growing mold. Machine history: eight days earlier, the customer took cultures of all 5 phoenix machines. She pulled 3 machines out of five for cultures. All 3 machines tested positive for gram-negative rods and 2 out of the 3 tested positive for slow growing mold. She placed a tag on the machines saying they were pulled for cultures. One of the machines also had a mechanical problem. Gts came out and fixed the machine and released it.